Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection the right plunger case was cracked. A review of the event history log identified system advisory maintenance recommended. During functional testing the reported issue was able to be duplicated. A maintenance recommend alarm is an expected / normal advisory alarm designed to notify the customer when it's time to perform required pump maintenance. No fault found. Performed preventative maintenance and all functional testing.

Event description:
Additional information received via email: no patient involved in the incident.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump was not infusing during calibration and maintenance. No patient involvement reported.